Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is caused by another device. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-05531 and 2134265-2013-05533. It was reported that during an unspecified procedure, a balloon rupture occurred. The three mustang pta balloon dilatation catheters were selected to treat the target lesion but during an unspecified time, the balloon ruptured due to the fractured non-bsc stent. No patient complications were reported.